Event description:
It was reported that the physician was performing a sling procedure utilizing the vaginal approach. Two days later, a pseudo aneurysm of the external iliac artery was diagnosed. The arterial injury was previously unrecognized. The patient was returned to the operating room and the artery was repaired.